Manufacturer narrative:
Manufacturer service technician arrived on site confirmed the unit was blowing fuses. The aps board was exchanged, unit was tested to confirm the problem was corrected and the driver was put back into service. The aps board was returned to the manufacturer for further evaluation. No further info is available at this time.

Event description:
The manufacturer was notified that when the center turned on the dual drive console (ddc), which is used to support ventricular assist device pts, the driver shut down after 6 seconds. The console was not in use on a pt at the time of the event. The customer replaced a blown fuse, the second use blew as well. The customer detected a burning smell believed to be coming from the analog power supply (aps) board. Technical service was dispatched.